Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00097. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a diagnostic esophagogastroduodenoscopy, part of the tip of the scope, which was reported to appear to be a seal, came off inside the patient. The piece was able to be removed with no reports of patient harm. The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the results of the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the fallen device part was retrieved using forceps, and no unplanned imaging was needed.